Manufacturer narrative:
See MDR 1920664-2010-00029 for the delivery device used with this intraocular lens.

Event description:
As the iol was implanted the delivery device split causing the haptic to bend. The incision was enlarged to remove and replace the lens.